Manufacturer narrative:
The device was returned for analysis. The reported material separation (shaft break) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and moderately tortuous anatomy causing the reported failure to advance and subsequent material separation (shaft break). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca) with 90% restenosis. The 2.75x18 xience xpedition stent could not be advanced to the lesion due to the anatomy and the proximal shaft separated. The separated portion was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.